Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- against resistance.

Event description:
It was reported that this was a venotomy closure of three access sites in the right common femoral vein using a prostyle devices relative to a pulsed field ablation (pfa) procedure. The top access with the pfa sheath was successfully pre-closed and the suture managed. The pfa procedure was completed. Resistance was noted during advancement of the prostyle device into the patient anatomy at the 7f access site. The prostyle device was then attempted to be removed; however, resistance was noted, the device was stuck in the patient. The footplate was never opened. The prostyle device was removed against resistance by pulling harder. No vessel damage occurred and no device separation was noted. Hemostasis at the 7f access site was achieved with another perclose device. The 10f access site was successfully closed with perclose, full closure was completed successfully. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.